Event description:
A hospital in another country, reported that there was no airway pressure port in the y-piece of the rt206 breathing circuit.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Results: investigation on still underway, no results to date. Conclusions: no conclusion can be made at this time.